Event description:
A patient reported experiencing hypoglycemia because the pt's one touch meter would not turn on. Patient had replaced the ot meter batteries 3 days prior, but the meter would not power on. Patient woke later than usual, and was experiencing slurred speech and feeling tired. Paramedics were called and found patient's blood glucose 30mg/dl on unknown meter. Patient was treated with IV fluid, but was not transferred to hospital. No further information is available. No allegations of harm have been made.